Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year post-implant, it was reported that the patient experienced sudden cardiac arrest and expired. In the months prior, the patient was admitted for hemolysis and elevated ldh. The surgeon believed the patient had a progression of sarcoidosis dilated cardiomyopathy (dcm). The patient had ventricular tachycardia (vt) and was being treated with sotalol. The patient also had heart arrhythmias which were managed with medications and adjustment of biv pacing. An echocardiogram and a ramp study were performed and it was reported that the pump was working well. During the explant it was reported that there was no visible thrombus seen on the pump rotor.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.